Event description:
This lead was explanted due to high threshold and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the distal fragment was received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The proximal fragment including the is-1 connector pin was not returned. The insulation was found rubbed through 8 and 9 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor coil was found deformed 5.5 cm proximal to the lead tip and the fixation helix bent. These deformations probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.